Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. It was noted that the flow sensor diaphragm was stuck to the top of the flow sensor housing. Gehc has recommended to the hospital to replace the flow sensors.

Event description:
The hospital reported the unit failed preoperative testing. There was no report of patient involvement.